Event description:
The patient just had surgery and was not able to feel stimulation. They were not able to adjust stimulation: lower and upper limits were reached. Additional information has been requested.

Manufacturer narrative:
(B)(4).